Event description:
In 1995, pt underwent revision of the right hip where the acetabular liner and femoral stem were replaced using a new, unidentified zimmer acetabular liner and a richards femoral stem. Post operatively, pt went on to a fourth revision of pt's right hip where all of the hip components were revised, because the cup was broken and the liner was loose.